Event description:
The reporter stated the surgeon attempted to use a 23.5 diopter aa4204vf silicone single piece lens. The surgeon tried three times to insert the lens into the cartridge, but the cartridge was too tight. The surgeon decided to use another staar lens. There was no patient contact.

Manufacturer narrative:
Evaluation results - (other): a cartridge lot number search was performed and no similar complaint was found. (B) (4).